Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepato cholangiojejunostomy procedure, while firing for the side to side anastomosis, the surgeon tried to clamp the tissue, however could not. Replaced by new reload, the firing was completed with no problem. The status of the patient is no problem.